Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016- oct-11, (B)(4) (con): information was received from a consumer who was implanted with an implantable neurostimulator (ins). It was reported that the patient has not been having too much symptom relief with the implant. She stated when she first had the implant she was fine for 2 weeks. She went to the doctor and they changed the settings and every now and then she had a bowel movement. It was noted that she was implanted for chronic constipation and right now she noticed that her stomach was just like before she had the procedure and so she plans to have it taken out. The patient confirmed that the implant was on. She also stated feeling stimulation in her left leg and her legs stiffens and her left foot also stiffens. Furthermore, the patient stated her abdomen /stomach was just as large as before she had implant which started about 2 weeks ago and thought it was going to change. She mentioned she just gives out "gas". It was noted that her healthcare professional (hcp) did not want her to make adjustments but she did because it was not helping her symptoms. She spoke with the healthcare professional (hcp) assistant and they told her to put it on program 2 at 1.0v and had it on 1.5v. On 2016-11-03 additional information received as patient reported that they were not sure about circumstances which led to stimulation in legs. Patient always had stimulation / cramping the legs more so in left leg. Patient thought that it was part of stimulation until their left foot began being numb along with the cramping at that point. Patient did change the programming from 0.6 v to 1.0 v at program 2. Patient reported that stimulation had decreased a lot but there was ligid numbness in foot remained. There was no change in stomach just sling skinny bowel soils. Patient did not have totally relief from stimulation in legs, abdomen or stomach. Patient was told by doctor of having constipation. Patient called the medtronic representative and they explained the patient everything regarding issues. On 2017-10-30 additional information was received. It was reported that the patient has had no bowel movement, only urination and the therapy was not working. The patient reported that since the implant she has had occurrences of constipation but she would just make an adjustment and would a have bowel movement. It was noted that the patient has been calling her healthcare professional (hcp) in (B)(6) because she does not have an hcp in (B)(6). The local manufacturer representative was contacted to help out in reaching an hcp. On the day of the report, the patient called back stating she has spoken to her hcp. Additional information was received on 2018-may-11. Patient reported from the first time they went for their follow up appointment, they've had problems on and off with the implant after the program was changed. Patient stated that they got the device or extreme constipation and therapy had helped on and off with their bowel movements but still the bowel movements weren't normal. Patient also reported again cramping that they had in their legs; believed to be their left leg previously. Since patient wasn't having bowel movements and have always had problems with constipation, they met with a manufacturer representative (rep) and the healthcare professional (hcp) on (B)(6) 2018 in which the programs on their implant was changed. Patient was asked where they had been feeling the stimulation and told patient that they should feel stimulation in their pelvis but it was concluded that patient was not feeling stimulation where they should be. On (B)(6) 2018, patient met with the hcp's assistant because patient was supposed to have their implant revised to where they could just do a surgery and numb up the implant area but then patient wanted the implant removed. Patient was told then by the hcp assistant that the implant was depleted, not working at all and not providing stimulation. Patient stated they were not told that information when they met with the rep previously on (B)(6) 2018, and was just told that the implant wasn't working the way it should. Patient further stated that the hcp assistant told them the device was shut down and battery was dead/not working. During the call, patient had access to the patient programmer, so they synced and showed stim was on. Patient was on program 1 at 1.9v. It was reviewed that the implant was on and delivering therapy. Also it was reviewed that the patient programmer connected to the ins but the low battery icon was being seen. Moreover, patient reported having numbness in their palms of the hand which started after getting the programs changed on (B)(6) 2018. Patient thinks they were previously on program 2 at 0.6 and thought the hcp tampered with their programs. Patient stated that they told the hcp about the numbness but was told by them that it was due to the implant being completely depleted. Patient was advised to follow up with the hcp to further discuss symptoms. Also on 2019-02-26 additional information was received itching. Patient further reported that they had fallen on (B)(6) 2017 and the battery may have shifted but it was never confirmed because the patient could not get into an appointment for an x-ray to be done patient also reported that they have the stimulation turned off but was still feeling stimulation. Patient confirmed with their patient programmer that the therapy was turned off, set to program 2 at 0.6. Patient also stated that they have scheduled for surgery (B)(6) to have the stimulator system removed. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that after calling, they decided to have the stimulator taken out on (B)(6) because it wasn't working as they had originally reported. They were calling to ask what to do with the equipment. It was reviewed they could give it to their healthcare provider's office if desired.